Manufacturer narrative:
It has been reported that the surgeon will revise the acetabulum but leave the mets proximal femur in situ. The surgeon will revise to a stryker constrained liner instead of the standard shell and liner which is in situ. As the mets range does not include an acetabular shell it is not confirmed that the device that the surgeon intends to revise is a stanmore implants device. The exact cause of the event could not be determined because further information such as pre- and post-operative ex-rays , device identification, and the primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by siw. If devices and additional information become available, this investigation will be re-opened. It is reported that the revision procedure, of the acetabular prosthesis, was completed successfully and the surgeon changed the femoral head in order for it to fit the new acetabular prosthesis. It is reported that there is no issue with the stanmore implants prosthesis in situ.

Event description:
It has been reported that the surgeon will revise the acetabulum but leave the mets proximal femur in situ. The surgeon will revise to a srtyker constrained liner instead of the standard shell and liner which is in situ.

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It has been reported that the surgeon will revise the acetabulum but leave the mets proximal femur in situ. The surgeon will revise to a srtyker constrained liner instead of the standard shell and liner which is in situ.